Event description:
It was reported that a pump malfunction occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Tandem technical support assisted the customer in resetting the pump, and the malfunction did not recur post-reset. The customer was advised to continue using the pump and to contact support if the problem reappeared.